Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004, the patient presented with pre-op diagnosis of nonunion l4-s1 and low back pain .the patient underwent following procedures: anterior lumbar interbody fusion , l4-5. Redo posterior fusion l3-s1 with bone morphogenic protein. Per op-notes, ¿..the 18-mm tang retractor from the stryker system was then tapped into position. Then the l4-5 disk space was reamed sequentially on the right and left, and two 18-mm ray cages filled with bone morphogenetic protein were placed to the appropriate depth in the l4-5 interspace. X-rays of the lumbar spine in the lateral view were obtained, both at the time of placement of the tang retractor to verify proper trajectory, as well as after placement of the cages. The cages were then capped with a cap each to retain the bone morphogenetic protein within the cages. .. Dissection was carried out with the cobb elevators to expose the hardware on both sides from l3 to l5. The hardware was noted to be firm and not loose in any of its components: however, the bony union lateral to the hardware was noted to be very deficient with a lot of fibrous tissue at these levels. The fibrous tissue also extended from the l5 level to the sacral level. Extensive removal of this fibrous scar tissue was performed ¿. It was decided not to replace the hardware. After a complete decortication was performed in the l3 to s1 region, a redo posterior fusion was performed in this region with bone morphogenetic protein. This was infragrated granules in order to supplement the fusion ..¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.